Manufacturer narrative:
Other=x-rays; other=could not confirm. Device evaluation: as received, leaflet 3 appeared pushed in towards coaptation region, a small nick was also observed at the midpoint of the free margin, nick was approx 2mm in length, and likely occurred at explant. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate at the stent inflow and moderate at the stent outflow. No visible inconsistencies observed on remaining leaflets. The x-ray demonstrated no visible calcification, commissure 3 wireform appeared bent inward. Additional manufacturer narrative: perivalvular leak refers to a leak between the patient's annular tissue and the sewing ring of the device, and cannot be evaluated or confirmed via evaluation of an explanted device. As previously stated, the initial report indicates this event is likely related to suturing technique of the valve implant, and not a quality deficiency of the device. Edwards investigation also confirms no device quality deficiency or malfunction that may have caused or contributed to this explant. No further action required at this time.

Event description:
It was reported by a surgeon that an edwards bioprosthetic valve was explanted after an implant duration of one (1) year because of a perivalvular leak that was caused by improper suturing at implant. The original implant operative report of (B)(6) 2012 indicates no complications as the postoperative transesophageal echos revealed no apparent valvular leak. Explant operative report of (B)(6) 2013 indicates, " tee in the or confirms a severe paravalvular leak in the region of the non coronary cusp. The finding was confirmed on exploration. It seemed like the previous valve sutures had torn out at the base of the native leaflets." No complications reported during the replacement surgery.

Manufacturer narrative:
The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Based on the initial report and operative records, it is likely that the cause of this event is related to surgical technique during the original implant procedure of the subject device. There has been no information to suggest an allegation of device malfunction or quality deficiency related to this event. No further action is required at this time.